Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device failed the leakage test and failed to discharge. The complainant indicated that there was no patient involvement in the reported malfunction.